Manufacturer narrative:
Model number/catalog number: 72404310, serial number: n/a, batch/lot number: 1100757852, model/catalog description: pump ms, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404161, serial number: n/a, batch/lot number: 1100764719, model/catalog description: reservoir 65ml pc, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Inflammation is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) underwent a surgical procedure due to an inflammatory reaction. The physician removed and replaced the device, and there were no further patient complications reported.